Manufacturer narrative:
Patient age & weight reported. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that on (B)(6) 2016 patient fell on her right elbow while shopping. Patient was transported to the hospital where she was found to have sustained an acute comminuted intra-articular fracture of the proximal ulna and an acute transverse impacted fracture of the head of the proximal right radius. Patient was placed in a sling, given pain medication, and sent home with instructions to follow up with her doctor on monday. 12/15/2017: complaint has been re-opened due to emails forwarded on 12/15/2017, 12/19/2017, 12/20/2017 from the legal documents on behalf of the patient. Original cd received on 12/19/2017 via federal express that contains all records as well as the claim letter. Updated with new information from documents. New information referenced in note to file. 12/27/2017: additional information noted: height: 5 feet, 4 inches; bmi: 27; original surgery date; (B)(6) 2016; dr. (B)(6); (B)(6), follow up surgery implant removal; (B)(6) 2017; dr. (B)(6).

Manufacturer narrative:
Additional narrative: patient height reported as 5¿4¿ (B)(4) DHR review: manufacturing location: supplier (B)(4), packaged by: (B)(4) manufacturing date: 11-may-2015 expiration date: 31-mar-2020 part #: 04.402.008s, lot#: 7917005 (sterile) - 8mm ti straight radial stem 28mm-sterile, quantity (B)(4). Inspection sheet for incoming final inspection meets specification. Raw titanium material part 21014, lot number 7557656 reviewed. Raw material provided by (B)(4). (B)(4) certificate of compliance meets specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 patient fell on her right elbow while shopping. Patient was transported to the hospital where she was found to have sustained an acute comminuted intra-articular fracture of the proximal ulna and a acute transverse impacted fracture of the head of the proximal right radius. Patient was placed in a sling, given pain medication, and sent home with instructions to follow up with her doctor on monday. On (B)(6) 2016, patient underwent an open reduction internal fixation right olecranon and excision of the radial head and placement of radial head implant. The synthes olecranon plate and radial head were utilized. The pre-and post-operative diagnoses were displaced right olecranon and radial head. Patient was discharged home. On (B)(6) 2016 patient had an office visit and followed up with the surgeon who performed the surgery. Surgeon noted that the prosthesis was in satisfactory position and alignment following the surgery. Patient attended physical therapy twice per week as instructed by her surgeon through (B)(6) 2016. Although patient was released from physical therapy, patient continued to experience intermittent pain in her arm and elbow and had not recovered to her full range of motion. In (B)(6) 2016, patient presented back to her surgeon complaint of consistent pain. Surgeon noted his concern that the radial head implant may be causing some impingement either proximally or distally or both. Patient continued following up for consistent elbow pain. On (B)(6) 2017, the reported a paint level of 9 out of 10 if any motion or resistance were present. Surgeon explained at this office visit that the synthes redial head implant was recalled due to concerns regarding erosion and he confirmed that her x-ray imaging showed that the pin was in fact, eroding into the bone in her arm. Surgeon noted that the patient has been dealing with a radial head implant with significant erosive changes. Patient was referred to another surgeon who evaluated her on (B)(6) 2017 with his finding as ¿she continues to have pain localized in the lateral elbow but also down her forearm and into her wrist¿. His assessment was displacement of internal fixation device and found ¿several ostial lysis of the prosthesis with windshield wiper effect of the stem¿. Follow up surgery was performed on (B)(6) 2017 where the surgeon removed the radial head, stem and plate with screws. It was noted that the patient present with continued pain related to the loosing of the radial head and stem in that area as well as prominent hardware over the olecranon and observing a loose symptomatic radial head. Patient was discharged from the hospital on (B)(6) 2017 to return on as needed basis. A complication concerning the follow up surgery on (B)(6) 2017 was reported to have extended long than anticipated. Currently, patient is reported has having problems writing with her right hand. She also loses her grip and drops things regularly.

Manufacturer narrative:
This report is for one (1) unknown radial stem. Part and lot number is unknown. Without the valid part and lot number, the UDI is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on unknown date for a procedure using the radial head prosthesis (rhp). Patient was implanted with one (1) radial head implant and one (1) radial stem implant. Post-operatively on an unknown date, the rhp device was observed thru x-ray as being loose. On (B)(6) 2017 both implants were removed and no other devices were implanted. Surgery was completed successfully, and patient is reported in stable condition. No fragments were generated during implant removal. This report is for one (1) unknown radial stem. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis statement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received reports patient¿s original date of implant is february 5, 2016.